Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned, including, but not limited to, tilt, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' trapease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, tilt, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of defendants' trapease vena cava filter. The filter subsequently malfunctioned, including, but not limited to, tilt, and caused injury and damages to the patient. As a direct and proximate result of this malfunction, the patient, suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further and proximate result, the patient, has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted midway between the iliac and renal veins due to venous thromboembolism with pulmonary emboli and difficulty with anticoagulate. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately seven years and nine months post implantation. The patient reports experiencing the filter embedded in wall of the ivc, the filter embedded other than in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc in association with his post-thrombotic syndrome and thrombosis/embolism. The patient presented for a venogram in which reconstruction using stents were deployed due to its tilt, embedment and occlusion. The filter was unable to be removed; however, a retrieval attempt has not been made. The patient also reports suffering from pain and anxiety. Per the patient¿s medical records, approximately seven years and eleven months post implantation, the patient presented with advanced stasis dermatitis and edema, and had evidence of possible caval occlusion by CT angiogram. Recanalization of the left iliac venous system was achieved with a subintimal technique. After recanalization, stenting of the common femoral and external iliac veins were performed.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned, including, but not limited to, tilt, and caused injury and damages to the patient. The patient reports that the filter is embedded in wall of the ivc, embedded other than in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc in association with his post-thrombotic syndrome and thrombosis/embolism. The filter was unable to be removed; however, a retrieval attempt has not been made. The patient also reports suffering from pain and anxiety. The indication for the filter implant was venous thromboembolism with pulmonary emboli (pe). The patient was reported to have two previous episodes of pe and is difficult to anti-coagulate. The filter was placed via the left internal jugular vein and deployed midway between the iliac and renal veins without difficulty. Approximately seven years and eleven months post implant patient presented for iliocaval reconstruction with venous stenting. The patient had advanced stasis dermatitis and edema and there was evidence of a possible caval occlusion as indicated by a computed tomography scan. The reconstruction procedure consisted of the use of three wall stents, 16x90 mm, 18x90mm, and 220 x 15mm, implanted via a trans-jugular approach from the right side. An ivc gram demonstrated caval occlusion. The common femoral vein was patent and there were large, circumflex femoral collaterals. The external iliac vein was poorly dilated and there were multiple ¿synecdoche¿ seen in the external iliac vein. There were large venous collaterals noted from the internal iliac vein and the common iliac vein similarly was narrowed. The cava appeared narrow below the filter. There was intra-filter material and tapered stenosis in the ivc just above the filter. The patient was given heparin and then the chronically occluded iliocaval tract was reconstructed. A 7 x 40 mm balloon was utilized to develop a lumen. This facilitated advancement of a 7 french sheath into the common femoral vein on the left. Next, sequential angioplasty of the external common femoral, left external iliac, and left common iliac veins in addition to the vena cava were dilated with first a 12, then a 14 and following an 18 mm balloon. The common femoral and external iliac veins were stented with a 16 x 90 mm stent. Next, the external iliac vein was stented with an 18 x 90 mm stent. Finally, a 20 x 15 mm stent was utilized to stent the common iliac and interior vena cava. They were all post dilated in continuity with a 12 mm and then an 18 mm balloon. Some cephalad migration of the 20 x 15 mm stent was noted with the balloon being removed, so a fourth stent was utilized to ensure continuous stent overlap. Ivus technique was then utilized to interrogate apposition of the stents. There were 2 areas of poor stent apposition, and re-inflation with a 14 mm balloon was performed in each of these locations. Follow up injection demonstrated prompt flow without extravasation or dissection. The catheter in the internal jugular vein was removed and manual pressure was used for hemostasis. The patient will return to our service in approximately 30 days for recanalization of the right iliac segment. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and device embedded could not be confirmed or clarified and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. With the information provided and no post implant imaging available for review it is not possible to establish a relationship between the reported events and the device. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Clotting and device occlusion related to clotting and embedded in the wall do not indicate a device malfunction. Rather, patient, pharmacological factors and vessel characteristics may have contributed to these events. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in edema. The skin of the lower legs can become thick, dry, and fragile. This may lead to ulceration of the skin - usually on the inside aspect of the leg just above the ankle. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). Anxiety does not represent a device malfunction and may be related to underlying patient specific issues, primarily pre-existing medical conditions. Given the limited information available for review, there is nothing to suggest that there is a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.